Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2016-00053. During an atypical atrial flutter, a pericardial effusion occurred. Following a second transseptal puncture, the sheath was pulled back as it did not appear to be anatomically correct. The patient became unstable and presented with a loss of blood pressure. An echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed; however the patient expired. It was suspected the aorta was punctured and that the patient anatomy, risk factors and fluoroscopy related to viewing the contrast during transseptal contributed to the event. There were no performance issues with any sjm device during the procedure.